Manufacturer narrative:
After battery installation unit gave an unexpected flashing white followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with damaged serial number label, broken belt clip rail and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display was damaged and alarming. Blood glucose was unknown. The insulin pump will be returned for analysis.